Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device will not power on which was reproduced when the device was unable to power on when opening the door using slide clamp. Visual inspection of the associated hardware found a depressed upper latch switch causing the device to not recognize an open door. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on. There was no patient involvement. No additional information is available.